Event description:
It was reported to boston scientific corporation, that a rapid exchange biliary stent system was used, during an endoscopic retrograde biliary drainage procedure of the common bile duct in a pt on (B)(6) 2009. During the attempt to retract the inner catheter for stent deployment, the inner catheter tore and the stent was unable to be deployed. The stent and scope were removed, and the procedure was not completed as a result of this event. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was noted to be good.

Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).